Manufacturer narrative:
Concomitant medical products: 4298 lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a telemetry issue prevented a remote transmission from being sent for the cardiac resynchronization therapy defibrillator (crt-d). Follow up yielded no further information. The device remains in use. No patient complications have been reported as a result of this event.